Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the matrix drawer on 200 back pyxis unit failed to open, unable to recover causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a matrix drawer 1 not detected on bus. The field service engineer reseated pyxi bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.